Event description:
The reporter stated that the device result was 206mg/dl before dinner,and her son dosed 4.5u of novolog insulin based upon the result after he ate. He began to feel hypoglycemic and the device read 76mg/dl, at which time the reporter gave him food. The reporter also called the emt's. When the emt's arrived less than ten minutes later, their meter read 23mg/dl, and the emts treated with a tube of glucose. The device was replaced and requested to be returned for evaluation.